Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough review could not be conducted as no part number or lot number was provided. It was reported two rise implants were removed at l4-5 on (B)(6) 2015. At some point prior to this surgery, posterior rods and screws from the original surgery had been removed, leaving just the four original rise implants from the original two level plif. The implants were not returned, making a complete evaluation impossible. There were no reports that the implants had failed in any fashion.

Event description:
It was reported to globus that a patient had a revision surgery due to a patient pain. It was reported the surgeon felt the rise implants were in poor placement and needed to be removed. Upon removal the surgeon stated he observed metal wear debris. The surgeon removing the implants was not the surgeon who implanted them.